Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt a: date: (B)(6) 2012, inratio: 4.4, lab: 2.3. Lab draw was done within 15 minutes of meter test. No other info was provided.

Manufacturer narrative:
Investigation pending.